Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. Technical support provided pump reset information and helped the caller reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and the caller acknowledged this guidance.